Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using ruby coils. During the procedure, after advancing a ruby coil into the target vessel using a non-penumbra microcatheter, the physician was not satisfied with the coil position and decided to withdraw it. The ruby coil was then retracted and resheathed; however, it detached from its pusher assembly outside of the patient. The procedure was completed using a new ruby coil and the same microcatheter. There was no adverse effect to the patient.